Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and stated they were unable to connect to the communicator again. Patient stated they had this resolved the last time they called by resetting the communicator but now it was happening again. Agent walked patient through resetting communicator and patient was able to successfully connect to the handset and access the my stim therapy app. Agent sent a request to repair to replace communicator. Pt called back on (B)(6) 2025 requesting assistance in pairing the external replacements to the implantable neurostimulator (ins). While on the call pt was able to connect to the ins. Pt will call back if he needs further assistance. Pt states this morning he used the old handset and communicator to connect to the ins to turn stim on because he turns stim off when he is sleeping.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was in the last week to 1.5 weeks the handset could not pair to their communicator; there was no blue light on the communicator. Pt noted since the issue started most of the of the time they could not get the stimulation therapy turned on and last time they could not get it to turn off. When they laid down they could not get the shock down their leg from stimulator for they had trouble stimulating (agent understood that since the pt could not connect to the therapy application they could not adjust therapy intensity). During call pt reset the communicator and closed all applications. Pt went into the mystim application and it was instructing the pt to repair the communicator. The pt was able to scan the communicator and was getting unable to connect, pt said their ins was not charged. Pt said they will charge their ins then try to connect to the therapy application later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.